Manufacturer narrative:
(B)(4). Pump passed displacement test and self-test. The audio tones or beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error alarm found during testing. However, pump error alarm confirmed in the pump history file due to a hardware error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.